Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and customer was hard to see the screen. The customer stated that insulin pump's battery life was less than 2 days and it rejects new batteries. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had second occurrence of replace battery now alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.